Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hardening, lumps, tingling, inflammation, tenderness and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of tingling, skin irritation, hypersensitivity, edema, pain and inflammation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® with lidocaine in the tear trough and lips as well as juvéderm® volift® with lidocaine in the cheeks and nasolabial. Patient's lips were anaesthetized with "full dental block." About 6 months later, the patient started to develop swelling and hardening at corners of eyes and had "felt lump on [the] side of [their] eye and swelling in some part of the injected area." The patient then went to the general practitioner who noted that "it couldn't be from the filler" being that it was injected 6 months prior. Patient was given antihistamines and steroids which had reduced the issue. About 2 months later, the symptoms redeveloped and the patient felt lumps on both of their eyes as well as the upper lip. There was also hardening of the product and inflammation. The symptoms did not manifest in the nasolabial fold or cheek area but the areas are "tingling and tender" to touch. Patient again went to their general practitioner who then referred the patient to another healthcare professional. Diagnosis was an allergic reaction to filler and suggested that the filler be removed. The reporting healthcare professional also thinks the patient is experiencing an allergic reaction and has treated the patient with hyalase, light massage, cephalexin and antihistamines. Improvement was seen, but there is still tenderness. This is the same event and the same patient reported under MDR ID #3005113652-2017-00286 (allergan complaint # 1430186). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information: patient has also been treated with ciproxin. Patient later started feeling "considerably better" after the first treatment with hyalase and a week of cephalexin and antihistamines. Though the swelling has reduced, "manipulation of the injected areas showed residual product and swelling under eyes, cheek bones, lips philtral columns and nasolabial area." The patient was reviewed a week later and there was "further subsiding of swelling but still quite swollen and sore especially lips." Patient was treated with hyalase in the lips and under to tear troughs and cheek bones. The patient was given a dental block around the mouth to "help with extreme tenderness" and numbing cream for the upper face. The week after that, the patient continued to have improvement. A very small amount of product was still remaining in the vermillion border and right cheek which "may be edema." Also 2 lumps could be felt in the pre jowl area. There were no fillers injected to this area. Symptoms are ongoing.